Event description:
Customer reported 7-year old individual received a suspected false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). A repeat cue covid-19 test was performed and a negative result was obtained. Although requested, customer was unresponsive and did not respond to technical supports attempts to obtain additional information.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive result. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.